Event description:
A customer reported to baxter corporate product surveillance an unknown amount of clearlink y-type catheter extension sets in which, when attempting to pull the packaging apart from one another, the packages were torn open. Therefore, the sterility of the product was compromised. According to the report, the perforation between the two packages was not as defined as normal. The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection at the manufacturing facility it was identified that the sample was torn open; confirming the customer reported condition. The root cause has been identified to be related to a manufacturing deficiency. This issue has been escalated to CAPA.